Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: liss lcp plate broken 3 weeks post op. They used a new plate to resolve the problem. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product code: ktt. Implant and explant dates: unknown date in 2013. Subject device has been received and is currently in the evaluation process. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The breakage of the plate occurred at the seventh proximal hole close to the zone of bone fracture. The breakage of the screw occurred below the screw head. The investigations included review of the manufacturer documents, technical drawings and the raw material inspection sheets. The plate is made of pure titanium (ticp, grade 4) and the screw is made of titanium alloy (ti6al7nb). The examination of the manufacturing documents and the raw material inspection sheet showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-2 and astm f67 for implants made of pure titanium. The material of the screw is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of ti6al7nb. The dimensions (as far as measurable) were checked using a digital sliding caliper and were found to be in compliance with the technical drawings and ao/asif specifications. Two cerclage positioning pins were fixed in the third and fifth proximal plate holes. The screw is mechanically damaged in the area of the first threads. When examining the proximal fracture surfaces of the plate and the fracture surface of the screw using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate ad on the outside of the screw and ran into the material. After breaking, the fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). By investigating the implants at a higher magnification, fatigue striations were observed at the crack propagation zone of the plate and the locking screw. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces of the plate showed structural breakage appearance (crystallographic oriented fatigue fracture) with subsidiary cracks. Structural breakage appearance is typical for a fatigue fracture in pure titanium and indicates moderate loads. The fracture surface of the screw showed 70 percent of dimples with few secondary corrosion. The area with dimples corresponds to the residual forced fracture zone. Sem observations and findings showed that the implant failures were caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the plate was subjected to dynamic bending, axial and torsional loads and the screw was subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The plat end the screw could not resist the applied force which finally led to the material overload. Postoperative activities of the patient and instability of the fracture situation (total hip and knee prosthesis) may have played a certain role too. The manufacturing documents were reviewed and no complaint related issues were found. No evidence of material or manufacturing defects was found.

Manufacturer narrative:
This device was used for treatment, not diagnosis.